Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon. A 2.75 x 28 synergy ii drug-eluting stent was selected for use to treat a lesion. However, when the device was pulled out of the package, the stent was hanging off the balloon. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported.